Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working. This device delaminated, stopped working. They opened and closed and it would not activate or burn. No harm was done to the patient.

Event description:
N/a

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun."; h6 medical device ¿ problem code: corrected to 1198 from 1211. Trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h-6 from 1454 to 2981. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar 2020 to feb 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (4105/10/13/22) the device was returned to the factory for evaluation on 02/21/2022. An investigation was conducted on 03/02/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the harvesting device handle. The heater wire was observed to be flexed away from the hot jaw from the base to the tip of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. The black shaft at the base of the harvesting jaws was observed to be peeled back, exposing the inside of the shaft. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method (B)(4). The device activated and transected tissue four (04) times with no cautery failure observed. Based on the returned condition of the device, the reported failure "electrical /electronic property problem" was not confirmed but was confirmed for the reported failure "material twisted/ bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped working. This device delaminated, stopped working. They opened and closed and it would not activate or burn. The metal piece came apart. A new device was used to complete the procedure. No harm was done to the patient.